Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular noise reversion episodes were noted from undetermined sources. No programming changes or interventions planned. The patient had no complaints and was stable.